Manufacturer narrative:
It was reported that the device had a machine and proximal pressure sensors failed error, and the customer was unable to use the device. The customer was then advised to replace the da pcb; the customer was then provided with the part ID to replace the part. It is unknown if the issue occurred during patient use. Multiple attempts were made to obtain information regarding the patient information, repair, and operational status with no response from the reporter and cannot be determined. If additional information is later obtained, a supplemental report will be submitted.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 04jan2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported error machine and proximal pressure sensors failed. There was no patient involvement.